Event description:
Customer reported that the up arrow button on the insulin pump became unresponsive while trying to deliver a bolus. She could not recall any significant events leading to the keypad issues. The blood glucose reading was 187 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.